Manufacturer narrative:
(B)(4). A review of multiple radiographic films ap and lateral of cervical spine undergoing c6-7 prestige st surgery was conducted. Initial positioning appears satisfactory although even initial films show asymmetric removal of superior endplate (inferior endplate of c6) over inferior endplate (superior endplate of c7). Postoperative films show progressive subsidence of superior component of the total disc replacement with eventual fusion development posterior to the total disc replacement. The device remains implanted and is not available for return tot he manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent implantation of an artificial disc at c6-7. Approximately 15 months post-op, x-ray films showed subsidence of the implant and auto-fusion of the c6-7 level. No revision surgery is planned, and there have been no reported patient symptoms.